Event description:
It was reported on 4/27/1999, that during a ureteral stent placement procedure there was strong resistance on removal of the ureteral stent stiffiner. It could not be retrieved. The pt's anatomy was normal. It was indicated the renal excretion cannulation created the fistula because the urinary tract was occluded. A competitors' nephrostomy kit was used to create the fistula(renal excreting cannula). The stnet was removed together with the stiffiner using forceps successfully. Pt's condition is reported as good. Examination of the returned product confirmed stiffiner was attached. Proximal end of stent catheter was elongated. The damage suggests stent & stiffning catheter was broken indicating strong force was applied. Stent moved on stiffning catheter freely. Root cause of this complaint could not be determined.